Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
New information received notes that the right ventricular (rv) lead was surgically revised and replaced on (B)(6) 2023. No adverse consequences to the patient were reported.

Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's right ventricular (rv) lead revealed dislodgement. No intervention was reported. No adverse consequences to the patient were reported.

Manufacturer narrative:
Further information was requested, but not received.